Event description:
Customer reported unexpected negative reactions with capture testing, performed on the rosys, for a donor sample tested with capture-r (pooled cells).

Manufacturer narrative:
The customer did not return product or sample for investigation testing.